Event description:
It was reported that the bd safetyglide¿ needle only experienced a loose needle. The following information was provided by the initial reporter: needle is pulled out of the hub."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle only experienced a loose needle. The following information was provided by the initial reporter: needle is pulled out of the hub."

Manufacturer narrative:
H.6. Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the needle is loose and not assembled to the needle hub. This defect could occur if a jam occurred at the cannulator inducing insufficient epoxy applied to the needle. Furthermore, a device history record review was completed for provided lot number 1343388. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of products was good. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.